Event description:
The philips field service engineer (fse) reported a ventilator was leaking carbon dioxide (co2) and beeping. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the fse who could not confirm nor duplicate the reported issue. The fse performed a performance verification test (pvt) but was unable to replicate the reported issue. The user error was reported to have been caused by a patient circuit set-up. The system has been returned to clinical use. Based on the information provided and service performed, the customer¿s alleged malfunction could not be confirmed. The reported issue was caused by a user set up.